Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is possible that the eyepiece ring was loose due to excessive use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed, due to damaged lens. There was an additional finding of the direction of the label was abnormal. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 12°, hd, autoclavable had blurry vision/image. The event occurred during preparation for use in a therapeutic electric cutting procedure. The procedure was completed with a similar device. There was no patient harm associated with the event.